Event description:
It was reported that the cine function was not operating properly. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue patient delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer, the cine drive, hard drive, cine bridge board, smart switch board, image processor board, internal ethernet cable, and the external interface board. The system operates as intended.